Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (service code 204) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective y402 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving a service code 204.